Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type catheter product ID 8782 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type catheter (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 150 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the physician was revising the catheter because he was unable to aspirate during a pump replacement for end of battery life. No symptoms were reported. The event date was noted to be (B)(6) 2017. Additional information received from a manufacturer representative (rep) on (B)(6) 2017 reported they were told of the case the day before the case and was told it would be just a pump replacement. It was noted that the inability to aspirate the catheter was not resolved. It was noted that the healthcare professional (hcp) replaced the pump. Hcp attempted to aspirate from the cap but could not so then the pump segment was replaced. It was also noted that they still could not aspirate so then they sewed the patient back up and opened up the back. It was noted they found an old catheter that was not being used and explanted that. The back catheter was cut and tried to get cerebral spinal fluid (csf). It was noted they were still not able to get csf, so they tried to replace the spinal segment. Rep opened a new spinal segment and hcp attempted to get in intrathecal space with needle, and still could not get csf. Hcp then attempted to connect the spinal segment to the pump segment, but went through about 5 collets and had a hard time closing them. Hcp then implanted patient without connecting the catheters together. Rep called to make sure it was okay to implant the pump and not update it. Rep connected to the pump before the case to enter information, but pump was not updated. Rep did not know why the hcp was not able to aspirate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-feb-28 from a manufacturer representative (rep) reported a healthcare professional initially informed/reported rep of this event. Rep did not know there were any issues until rep was in the case and experiencing issues at that time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2017-feb-24 reported other programming was reviewed. Rep stated the patient had a catheter revision and post revision the total catheter length/total catheter length was programmed as new two piece. Rep was wondering if they can assume this information was programmed accurately. It was discussed if there is a concern with this programming to speak to the person whom programmed it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) and a healthcare professional. It was reported on (B)(6) 2016 the patient had a revision surgery due to the managing physician wanting to have the catheter placed near the foramen magnum to optimize therapy. The catheter was aspirated to ensure flow and the patient was put on a lower dose of baclofen.  Following revision, the patient had not appeared to be receiving therapy. Exploratory surgery was initiated on friday (B)(6) 2017.  The pump was replaced and a catheter revision was attempted. The collettes kept being prematurely locked by the physician so the catheter revision could not be completed. The rep was called in for the continued revision on (B)(6) 2017. They replaced the spinal portion as well as the pump connector on the catheter. They were able to easily aspirate the catheter with no issues. It was noted that the cause of the inability to aspirate was unknown. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported that the healthcare provider (hcp) was unable to get four different collets to attach to the spinal segment of the catheter. The pump had been filled with medication, but was not being programmed since there was no functional catheter at the time. No symptoms were reported. The event date was unknown. Additional information received from a manufacturer representative (rep) on 2017-feb-27 reported healthcare professional (hcp) attempted to connect the spinal segment to the pump segment and went through about five collets and had a hard time closing them. Hcp implanted the patient without connecting the catheters together. Rep called to make sure it was ok to implant the pump and not update it. Rep connected to the pump before the case to enter in information, but pump was not updated. Additional information received on 2017-feb-28 from a manufacturer representative (rep) reported a healthcare professional initially informed rep of this event. Rep did not know there were any issues until rep was in the case and experiencing issues at that time. Additional information was received from a manufacturer's representative and a healthcare provider. It was reported that the doctor kept prematurely locking the collets. It was stated the healthcare professional had difficulty manipulating the locking device. The healthcare professional became aware of this event intra operatively during a catheter and pump replacement. The locking device was closed inadvertently. The patient was taken back to surgery and the entire system was replaced once this issue was solved. It was reported the issue was caused by faulty equipment.